Event description:
A dialysis clinic reported a visual alarm but no audible alarm when venous pressure exceeded the limits. The line clamp did not occlude the venous line and the blood pump did not stop. There was not patient injury. The board has been replaced and no further problems were reported.

Manufacturer narrative:
Due to conflicting info received from the user facility and results of evaluation, no conclusion can be drawn.